Event description:
It was reported that a spectrum pump displayed system error 105 in the progressive care unit. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was fond out of specification in relation to the system error 105, which was observed during power up. System error 105 was confirmed during a review of the event history log and caused by a failed motor flex. The failed motor assembly was replaced.